Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the explant date, infection date, and if any troubleshooting was performed is unknown. The re-implant date for the extensions and generator was (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 24-aug-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 24-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an explant due to infection. No environmental/external/patient factors that may have led or contributed to the issue were known. It was unknown at the time of reporting if any troubleshooting/diagnostics or actions/interventions were taken prior to explant. The issue was confirmed to be resolved at the time of reporting. The extensions and implantable neurostimulator (ins) were removed. A replacement procedure was scheduled for (B)(6) 2020.